Event description:
The customer, the hospital (B) (6) reported via (B) (6) on a rod breakage and a screw breakage approximately 4 years post scoliosis raising surgery with the stabilizing system xia for spine surgeries (carried out in 2005). Further information has been already requested.

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.